Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump battery will occassionally not charge causing the battery to deplete and shutdown and had an unspecified cartridge error. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.